Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing not delivered when required. Subsequently, additional information was received indicating that a fracture was observed on the clavicular area which exhibited high pacing impedance measurement of 3,000 ohms. No asystole was detected. A surgical revision was done. This ra lead was surgically abandoned and was no longer in service. No additional adverse patient effects were reported.